Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. Customer¿s blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.